Manufacturer narrative:
A manufacturing investigation was performed. One (1) pfna-ii blade l85 tan (part # 04.027.052s, lot # l417208) received and forwarded to manufacturing plant for investigation. The product was returned in a packaging different from the original synthes bag. The laser marking was readable. Traces of use were visible on the blade. The blade could not be removed easily due to the blade was jammed. A device history record (DHR) review was performed for the affected work order 15645879/lot l417208 (blade), 15533183/lot l309224 (blade), 15565767/lot l340188 (sleeve), 15626737/lot l398720 (endcap) and 15562088/lot l336613 (screw) no abnormalities or deviations were detected, which could lead to the complaint failure. As relevant for the complaint condition; ¿the blade could not be locked¿, the following features; inner profile, outer diameter and two position/distance were identified and measured. The relevant dimensions were measured according to the relevant drawings, all dimensions have passed its specifications except for the surface profile inner which has failed through the gauge (B)(4). Afterwards, a measurement with a specific 3d measurement system (zeiss) was performed at the height of 11 millimeters of the sleeve. As this point the citrus shape of the sleeve is according to its specifications from the relevant inspection sheet. However, at the top; the citrus shape has bigger diameter, this was tested with the 3d measurement system; which indicates that the sleeve was received deformed from the top. The citrus shape from the sleeve could increase its diameter inserting the end cap and applying more force than required for its intended (normal) use. Besides, during the manufacturing process the lot (sleeve l340188) was inspected through the inspection sheet. They have meet its specifications. Therefore, the product was manufactured according to its specifications. The raw material certificates were checked and all used raw material has fulfilled the specifications. On the basis of the investigation results, this complaint is confirmed, since the products were difficult to disassemble for its investigation. However, according to the investigation results and from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and we have clarified why one feature has failed its measurements and this is not related to a manufacturing failure. Exact root cause could not be defined. No manufacturing issue was identified and this complaint is not valid. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. 510k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part 04.027.052s / lot l417208, manufacturing location: (B)(4), manufacturing date: 22.may.2017 expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported surgery for the femur trochanteric fracture took place on (B)(6) 2017. When the surgeon tried to install the reported blade to the blade inserter, the blade could not be locked. The operation was completed safely by using another blade same in size. No delay in surgery or adverse consequence to the patient was reported. This complaint involves 1 part. Concomitant devices: 1x unk blade inserter, part/ lot unknown this report is 1 of 1 for (B)(4).